Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: occurred during the procedure. The stapler handle did not fire. The surgeon was able to press the green button. Another device was opened to complete the case. There was no patient injury involved in the event.